Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had needle break and when removed the sensor, there was no cannula sensor. The customer¿s blood glucose was 173 mg/dl. The sensor will be returned for analysis